Manufacturer narrative:
Clarification to d6a - implant date: 2012 (year only received).

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, "siliconoma", and "several nodes at the axillary level". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 1 opening assessed as surgical damage. Broken device observed assessed as surgical damage. Broken device observed assessed as fold flow opening. Missing shell is assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. As per the investigation procedure particles, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, "siliconoma", and "several nodes at the axillary level". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe. Lymphadenopathy: unable to observe. Granuloma: unable to observe. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, "siliconoma", and "several nodes at the axillary level". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture baker grade iii; "siliconoma"; "several nodes at the axillary level".

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, "siliconoma", and "several nodes at the axillary level". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.